Event description:
The pt reports that she is experiencing glare and pain. Physician states he sees nothing wrong with the intraocular lens. The pt will be seeing another physician for a second opinion.